Event description:
Customer tested blood glucose at 12 pm and received a result of 340mg/dl. The customer went to the hospital, they received a result of 36mg/dl. The customer was given an IV and juice to drink and a sandwich to eat. The customer states they ate less than normal due to feeling funny. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.